Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/13/2014 with the following findings: visual inspection revealed that the display lens was scratched: the reported issue was duplicated. The following findings are unrelated to the reported issue: the keypad cover was found to be free of damage. Evaluation revealed that the ok keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the button responsiveness issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Allegedly, the display lens was scratched, and the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.